Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the trailing haptic remained stuck inside the cartridge. Additional information was received stating that there were no consequences to the patient. There was no patient contact. The surgery was completed using an unspecified replacement lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).